Event description:
Same case as 2134265-2009-03030. It was reported that during a percutaneous coronary intervention, two balloon ruptures occurred. The 90% stenosed lesion was located in a severely calcified proximal to mid left anterior descending artery. The physician was able to place a 1.50x15mm apex push balloon in the stenosis. The balloon was inflated and burst at four atmospheres. They used a second 1.5x15mm apex flex balloon which also burst at four atmospheres. The physician also tested different unknown balloons. He was unable to finish stenting the procedure. The patient's status is listed as stable with no other complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.